Manufacturer narrative:
As received, a complete lead was returned in one piece. The reported event of helix would not extend was confirmed. Visual inspection found the helix retracted and clogged with dried blood/tissue. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The cause of the reported event was isolated to the helix being clogged with blood/tissue. The reported event of high lead impedance was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, high pacing impedance was observed on the right ventricular (rv) lead. In addition, the helix was unable to extend from the rv lead. The lead was explanted and replaced to resolve the event and the patient was in stable condition.